Manufacturer narrative:
E1: phone ext. (B)(6). One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to duplicate the reported problem. Upon further testing, the downstream occlusion (dso) sensor failed testing. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device prime key was not working. The event occurred during testing, there was no patient involvement. The device evaluation noted the downstream occlusion sensor failed testing.